Event description:
Post vns implantation patient has been experiencing shortness of breath and vocal cord paralysis. Patient was prescribed prednisone for swelling. The symptoms were reported to be due to surgery as vns has not been programmed on yet. No additional relevant information has been received.

Event description:
Update was received that the patient's vocal cord is beginning to have some movement and the vocal cord paralysis has begun to resolve. No additional relevant information has been received to date.